Event description:
It was reported that the filterwire was difficult to remove from the stent delivery system. A filterwire ez and carotid monorail were selected for use in a percutaneous transluminal angioplasty (pta) of the carotid artery. The target lesion was 50% stenosed, moderately calcified and mildly tortuous. The filterwire ez was positioned, and the carotid monorail was placed and on the filterwire ez and the stent was implanted. The retrieval sheath was then used to successfully recaptured the filter. The carotid monorail was then difficult to remove from the filterwire and resulted in the stent delivery system pulling the filterwire ez down with it. The devices were removed. The procedure was completed with these devices. There were no patient complications as a result of the event.

Manufacturer narrative:
Device eval by MFR: the device was returned, and analysis was completed. Visual inspection revealed that the spring tip was bent and stretched. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported that the filterwire was difficult to remove from the stent delivery system. A filterwire ez and carotid wallstent were selected for use in a percutaneous transluminal angioplasty (pta) of the carotid artery. The target lesion was 50% stenosed, moderately calcified and mildly tortuous. The filterwire ez was positioned, and the carotid wallstent was placed and on the filterwire ez and the stent was implanted. The retrieval sheath was then used to successfully recaptured the filter. The carotid wallstent was then difficult to remove from the filterwire ez and resulted in the stent delivery system pulling the filterwire ez down with it. The devices were removed. The procedure was completed with these devices. There were no patient complications as a result of the event.